Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used on patient with covid. There was a leak and loss in tidal volume. First device was removed and another device was used but there were multiple calls for physician to evaluate the tracheostomy position as the patient was not returning good volumes on the ventilator. There was no obvious cuff leak at the time with the tube in place. Tracheoscopy through the trach lumen showed a good distally positioned tube tip above the carina, no blood in the airway, and note was made that the tube tip contacted the posterior tracheal wall without erosion. The tube was taped in a position by the ICU nurse to optimize volume delivery and expiratory volume returned by the vent (per ICU attending). Three days after, the patient died from a presumed tracheo-innominate artery fistula. It was reported that the cause of death was from exsanguination. The death was not related to the device failure.